Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for us. During the procedure, upon first inflation, it was noted that the balloon ruptured at 8atm. The device was removed using the normal method without any problem. The procedure was completed with a different device. No complications were reported, and the patient was good post procedure.